Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to blank display. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that he accidentally got in the pool and forgot to take the insulin pump off. The insulin pump started buzzing really loud. The insulin pump's display went blank immediately after the insulin pump exposure to moisture. Customer's blood glucose level was 261 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.